Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings:during testing, the display screen was found to be dim/faded and discolored. Additionally, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber and extended down to the primary seal. A leak test was performed and a battery compartment leak was found. Corrosion was found inside the battery compartment. The pump case was removed and no evidence of moisture damage was found on the pump¿s internal components or printed circuit board. Unrelated to the complaint, evaluation revealed that the keypad cover was missing. The keypad buttons were not able to be tested due to the missing keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen text was dim/faded and discolored. Additionally, investigation revealed that the battery compartment was cracked and moisture was found inside the battery compartment. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/08/2014.